Event description:
It was reported that the customer's insulin pump smells of insulin for the past four weeks, and fluid can be seen in the reservoir compartment. It was stated that the customer believes the insulin from the reservoir has leaked. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.